Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Manufacturer narrative:
Follow up # 2 (05/12/2011) - device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6), 2011, it was noted that the meter passed all testing with no faults found. On (B)(6), 2011, it was noted that the test strips involved in this case failed testing. On performance testing with control solution the results were found to fall above the labeled range. Therefore, the complaint is confirmed. The test strip vial was tested and no faults were found. The retain strips were also tested and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up # 1 (05/12/2011) - device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6), 2011, it was noted that the meter passed all testing with no faults found. On (B)(6), 2011, it was noted that the test strips involved in this case failed testing. On performance testing with control solution the results were found to fall above the labeled range. Therefore, the complaint is confirmed. The test strip vial was tested and no faults were found. The retain strips were also tested and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the morning of (B)(6) 2011. The patient reported blood glucose readings of "211 mg/dl" with the subject meter and "138 mg/dl" on another meter (onetouch ultra meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient claimed he manages his diabetes with oral medications of metformin (1000mg, 2x/daily) and glimepiride (1/2 tablet in the morning and night). At the time the alleged issue began, the patient stated no action was taken regarding his diabetes management routine. The patient reported feeling shaky, short tempered, and was uncomfortable 6 days after the alleged issue began. In response to his symptoms, the patient stated he gave himself food and/or drink as treatment. At the time of the alleged issue, the patient stated no other blood glucose device was used. At the time of troubleshooting, the cca noted an approved sample site was used to obtain the results from the subject meter and the meter's unit of measure was set correctly at the time of testing. According to the cca documentation, the patient's process for testing was incorrect since the patient's punctured area was not cleaned and was not using clean new lancets. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.